Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
A patient was identified in the journal article titled, "seven-year survivorship and functional outcomes of the vanguard complete knee system". It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2007 due to unknown reasons.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; catalog number, lot number and expiration date - unknown; date explanted - unknown; PMA/510(k) number ; manufacture date ¿ unknown. The referenced journal article is attached to this medwatch and the manufacturer report number of the medwatch which reports on all patients (identified and non-identified) mentioned in the journal article is 1825034-2014-08055. (B)(4).

Event description:
A patient was identified in the journal article titled, "seven-year survivorship and functional outcomes of the vanguard complete knee system". It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2005. Subsequently, patient was revised on an unknown date due to unknown reasons.